Event description:
Medical staff reported "shape changes and pain". Healthcare professional later reported rupture. This relates to the right side. The device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Continued h6 health effect impact code: f2203- imaging required. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Visual analysis of the photographs identified: it is not possible to determine the lot number or catalog number through the photos provided. Rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Visibility/palpability: unable to observe since it is not related to the device. Pain: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Medical staff reported "shape changes and pain". Healthcare professional later reported rupture. This relates to the right side. The device has been explanted and replaced with a non-allergan device.